Event description:
It was reported that the vns patient may have a generator pocket infection. It was reported that the cellulitis is clear from the chest area, but that the infection appears to be traveling down to the belly area. The surgeon is unsure why this is occuring. The surgeon is planning on explanting the generator and aggressively treat the infection in the generator pocket area. The surgeon is planning on leaving the lead in place, but burying it in healthy tissue so it can be reused. It was reported that if any infection develops near the lead that lead explant will be considered at that time. The surgeon plans on consulting with other surgeon on how to treat. It was later reported that no patient manipulation or trauma is believed to have occurred which could have caused or contributed to the infection. Surgery is likely, but has not occurred to date. No additional information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Additional information was received that the patient has cellulitis at her neck incision. Patient was prescribed clindamycin as a transition to linezolid. She received three days of clindamycin, followed by four days of linezolid. Then patient developed a reaction with nausea and vomiting, and her family discontinued the linezolid. Patient has been off antibiotics since then. There was no significant changes in the cellulitis, but it appears a little bit redder, a little bit flatter, and possibly slightly larger, but has been overall unchanged. Patient has not been having fevers or other symptoms. Per the caregiver, the device started to show signs of infection. Patient has been on multiple courses of antibiotics with no full resolution of the infection. There was no recent drainage from the vns incision and skin changes have been stable. Patient underwent explant surgery. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.